Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 500 mg/dl and 100 mg/dl, 181 mg/dl and 81 mg/dl, 378 mg/dl and 79 mg/dl. The reported values were obtained on the same day, but within hours of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.